Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the nc euphora ptca balloon catheter survey results from an interventional cardiologist in practice 3 years. In the past 12 months the physician has used 2.0 x 6mm nc euphora balloon 250 times. The following complications events were encountered in the using the product over the last 12 months: - balloon burst which had an impact on procedure, but no clinical/patient impact